Manufacturer narrative:
Occupation:matron for intensive care & high dependancy. Foreign: (B)(6).

Event description:
Information was received that the blue adaptor of a smiths medical portex siliconised pvc, oral/nasal uncuffed tracheal tube was difficult to remove. The adapter is noted to be removed in order to reduce the dead space in the tube post intubation. No adverse patient effects were reported.

Event description:
Additional information received stating infant required resusitation when blue end from additional tube was attached to the endotracheal tube. This event is now classified as a serious injury.

Manufacturer narrative:
One endotracheostomy was returned for evaluation. Visual inspection of the device found it to have a damaged connector. Functional testing of the device included attempt at separating connector from tube with hands. The connectors were able to be separated from the tube. The reported customer complaint was not confirmed. The most probable cause of issue was determined that the product become damaged after it left the shm facilities.